Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733686, serial/lot #: unknown, ubd: , UDI#: , device UDI number unavailable. A medtronic representative went to the site to test the equipment. The system passed the system checkout and was found to be fully functional. No parts were replaced on the system. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the procedure the system shut itself down and turned back on to the login screen. The site proceeded with the case using the same system. This issue did not occur again. There was a surgical delay of less than 1 hour, and there was no impact on patient outcome.